Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Upon device interrogation it was revealed that the implantable cardioverter defibrillator was experiencing far r-wave oversensing. Programming changes to resolve the issue were planned but not made at the time.